Manufacturer narrative:
(B)(4).

Event description:
Customer reported that an 840 ventilator had erratic graphical user interface (gui). Device was not being used on a pt. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced te color input output (io) printed circuit board assembly (pcba). Device passed all tests.